Event description:
It was reported that after a cartridge and steel infusion set change, blood glucose rose to 385 mg/dl for several hours, and the user discovered the cartridge was not locked into the connector, preventing insulin delivery; after reseating and securing the cartridge and testing tubing, insulin delivery was resumed and glucose began to decline. Symptoms included hyperglycemia without reports of ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included self-management with product education and troubleshooting, without medical intervention, hospitalization, or use of backup therapy. Investigation included technical troubleshooting and user education by support personnel. Investigation of this case revealed an infusion set/cartridge connection that was not attached or locked correctly, resulting in interrupted insulin delivery. It was concluded that user setup error caused the hyperglycemia and that the device functioned as designed once the cartridge was secured.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.